Event description:
Per the audiologist's report, this patient began experiencing a "crispy" sound, roars, and shocks with and without her speech processor following a middle ear infection. The patient reported that the "shocks" periodically woke her when she was asleep (not using the speech processor). She also reported a decline in performance. CT results reportedly showed normal electrode array placement. Results of intergrity testing were consistent with normal device function. The surgeon explanted the device and reimplanted the patient with a new device the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.